Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a cuff miss. Analysis of the returned device also found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - it was previously reported that the device would not be returned for analysis; however the device was received. H6 - type of investigation code 4114 removed. H10 - additional mfg narrative.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device relative to an unspecified interventional procedure. Reportedly, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: this was an arteriotomy closure of the significantly calcified right common femoral artery. The proglide device was attempted after a femoral angioplasty procedure via a 6f sheath. Reportedly, the suture break occurred during plunger removal. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis; however the device was not returned. E1 - updated with physician's information.